Event description:
The pt stated that for the last 3-4 weeks, she has been experiencing high blood glucose (300-400 mg/dl) with her infusion device. She stated, she would be thirsty when her levels were high and that would cause her to check her readings. She would then administer injection therapy or bolus to bring down her readings. The pt stated, she changes her tubing and site every 3-4 days. The pt switched to her backup infusion device and her blood glucose readings are at an acceptable range (range not provided). The patient did not report assistance by a healthcare professional or second party to address the issue. Product will be returned for evaluation.